Manufacturer narrative:
No conclusion can be made. As reported the cause of the abdominal pain has not been reviewed with a health professional. There is no connection that can be made at this time, to identify the device causing or contributing to the abdominal pain alleged by the patient. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be obtained, a supplemental emdr will be submitted. This emdr represents the ventralight st w/ echo (device #2), a supplemental emdr was submitted to document the additional information provided regarding the kugel hernia patch (device #1). Ref 1213643-2016-00343. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following is based previously reported information associated to another device and additional information recently provided associated to the same patient. Previously reported: ni/ni/ni (1993-1996 time frame) - the patient underwent a procedure to repair bilateral inguinal hernias and believes he was implanted with what might be a kugel hernia patch (device #1) in the right groin. On (B)(6) 2015 - the patient underwent repair of an abdominal aortic aneurysm(aaa) with placement of a stent graft. The patient reports that during this procedure the surgeon cut through previously placed mesh including the recoil ring. Additional information: (B)(6) 2016 - the patient was diagnosed with a ventral hernia and underwent repair. As alleged a davol ventralight st w/ echo ps (device #2) was used to repair the hernia defect. On (B)(6) 2016 - the patient underwent removal of the previously place mesh (kugel hernia patch device #1) from his groin due to chronic pain. As reported, the patient's pain resolved in his groin; however, he developed chronic pain in his abdomen. As reported the patient has been trying to see a doctor but has not had any treatment to date.